Event description:
A device report from oberdorf indicated a hospital in (B)(6) reported: a retaining sleeve, long; the threads were stripped off. It was noted: the old style matrix retaining sleeves are more difficult to load than the newer sleeve.

Manufacturer narrative:
Device used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.